Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis finding: distal conductor distorted at connector. Blood/body fluid was present on the helix mechanism. Mechanical examination revealed the helix would not extend due to distal conductor distortion within the connector. Visual analysis revealed distorted helix/lobe; damage at implant noted.

Event description:
It was reported, during the implant procedure, positioning difficulty was encountered; the screw would not open after several attempts to position the lead. Consequently, this lead as withdrawn and replaced with a same brand lead uneventfully. No patient complications have been reported as a result of this event.